Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/26/2022. H6 component code: g07002 no device return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a vascular procedure in (B)(6) of 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the procedure date? 1-2 days before issue described in (B)(4) - means (B)(6). What is the lot number? Rbmdet. When was the suture broke (when suture is taken from packaging or after 1st or 2nd tissue passage)? Please specify customer complained that breakages occurred when taken out and during suturing in 2 surgeries. No details could be provided. Was there any adverse consequence associated with the patient? No. According with attached file, there are 8 sutures involved, please confirm that only 1 suture out of the 8 sutures involved is related to (B)(4)? 8 sutures are affected in total. Customer is unable to exact number affected in (B)(4).